Event description:
It was reported that a suction loss during fragmentation occurred using the liquid optics interface (loi). The procedure was completed successfully. No patient injury and/or complications were reported.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: in the initial report the lot number was submitted as 21141261 however the correct lot number is 21611344 correction; in the initial report it was not added that the catalys system was also checked as a result of the suction loss and no issues were found. The cause was related to the liquid optics interface. The system was performing to specifications. Section d4: lot number 21611344. Section d4: expiration date 01/12/2024. Section d4: UDI# (B)(4). Section d9: device available for evaluation: yes, returned to manufacturer on 05/02/2023. Section d10: medical product catalys sn (B)(6). Section h3: device evaluated by manufacturer yes. Section h4: device manufacture date 01/13/2023. Device evaluation: one (1) opened liquid optics interface received within a bag including the tyvek lid confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functionality tests were performed, and the results were found within specifications. The reported event cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.